Event description:
A (B) (6) male pt called to report that he felt the battery charger was no longer working. He stated that he charged one battery pack this morning and it was fully charged. He stated that he tried to charge the second battery pack, but no lights would light up on the charger at all. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval battery pack (B) (4) has been completed. The battery pack would not work, because there was an unknown substance inside the battery pack. One of the cells was corrected. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.